Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the label printer quality was poor. A technical support specialist (tss) logged into the station, applied the relevant knowledge article 'zebra printer no longer printing - upgrade'. The updated printer configuration was confirmed and tested. The changes were tested and the print quality was confirmed to be functioning as expected. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the label printer quality was poor, as the print output was not dark and was difficult to read. However, there were no delays or adverse events or injuries reported based on this event.